Manufacturer narrative:
During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-04134. It was reported that patient experienced ineffective and painful therapy. As a result, surgical intervention occurred during which the system was explanted. The date of explant is unknown.